Manufacturer narrative:
The data provided by the reporting physician are not in line with the large body of clinical evidence available for perceval, which includes controlled clinical studies, post-market registries and published literature. The manufacturer is continuing to follow up for further information about these events, and will remain in touch with the physician to obtain additional information about these findings. Devices not explanted.

Event description:
Livanova was informed about a comparative study between perceval and conventional sutured valves, performed at the (B)(6). The hospital has implanted 80 perceval valves since 2011. In a matched cohort of isolated avr, a stroke rate of 10% was observed with perceval (60 patients), compared to 2.5% with conventional valves. The rate of pacemaker implant was 13.3% with perceval, and 1.3% with conventional valves. The rate of apoplexy was not associated with physician experience. There was no correlation between aortic insufficiency (ai) and stroke, or between ai and pacemaker insertion. Increased rates of paravalvular leak, transvalvular leak and aortic insufficiency were also observed in the perceval group. The perceval group was also associated with longer ICU stay, but the overall length of hospital stay was not increased relative to the control. The rates of mortality, renal insufficiency and revision for bleeding were comparable to the control. The perceval cohort was found to have a better mean peak gradient (approximately 13 mmhg) than conventional valves. More than 38% of the implanted perceval valves were size xl (27 mm). Of the implanted conventional valves, only 1.5% were size 27.

Manufacturer narrative:
The manufacturer received confirmation that no further information is available regarding these events. As the serial numbers of the involved devices were not reported, and none of the devices will be received for investigation, no analysis can be performed. As such, the root cause of the events cannot be determined. It should be noted that the data provided by dr. (B)(6) are not in line with the large body of clinical evidence available for perceval, which includes controlled clinical studies, post-market registries and published literature.